Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump would not charge and displayed a blinking indicator despite use of a new charger, leading to determination that a replacement was needed and that the device would no longer be water resistant. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included replacement of the device and instruction to maintain backup therapy due to uncertain device functionality. Investigation included review of device performance based on user report and logistics verification for return assessment. Investigation of this device revealed a suspected battery or charging subsystem malfunction consistent with battery depletion or charging failure, with the affected component likely within the power management or charging interface. It was concluded, based on previously established findings for similar reports, that the cause was product failure related to power/charging function.